Event description:
It was reported that the arctic sun device had target temperature 33c met at 9:23am, patient temperature at 10am was 33.1c, patient temperature at 11am was 32.2c, water temperature was 25.3c and flow rate was 2.7 lpm. All 4 pads were connected with good coverage and no exposed abdomen. Patient was on fentanyl and propofol drip. Trending device indicator (tdi) showed 3 bars trending downward. System diagnostics had outlet monitor temperature (t1) as 26c, outlet control temperature (t2) was 26c, inlet temperature (t3) was 25.4c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 67percentage, mixing pump command (mpc) was 0, heater 9, wrl 5 system hours was 3353.5 and pump hours was 2941.7. As per walk through, nurse stopped the therapy and drained water off from right side drain port. Then resumed the therapy and noted that the patient temperature was 0.8c from target temperature but would expect water temperature was higher with downward trend of 3 bars. Per call back in 20 minutes to check water temperature and patient temperature, the patient heart rate dropping with decrease in the patient temperature. So advised the nurse to discuss addition of blankets with extremities and head if allowed in protocol. Also discussed turning up room temperature patient was not on crrt (continuous renal replacement therapy). Nurse called back at 12:47 et stated that patient temperature was 31.9c, water temperature was 41.9c, flow rate was 2.7 l/m and only 1 bar trending downward. Nurse would call back if any changes or concerns. Per follow up via phone on 28jul2021, the nurse was unsure if therapy was able to be completed. Per follow up via phone on 30jul2021, nurse stated, the night nurse that took over therapy was not available and was unaware of the conclusion of therapy.

Manufacturer narrative:
The reported issue was inconclusive. No sample was returned for evaluation.the root cause of the reported issue could not be determined. A potential root cause is overfill. However this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." The device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had target temperature 33c met at 9:23am, patient temperature at 10am was 33.1c, patient temperature at 11am was 32.2c, water temperature was 25.3c and flow rate was 2.7 lpm. All 4 pads were connected with good coverage and no exposed abdomen. Patient was on fentanyl and propofol drip. Trending device indicator (tdi) showed 3 bars trending downward. System diagnostics had outlet monitor temperature (t1) as 26c, outlet control temperature (t2) was 26c, inlet temperature (t3) was 25.4c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 67percentage, mixing pump command (mpc) was 0, heater 9, wrl 5 system hours was 3353.5 and pump hours was 2941.7. As per walk through, nurse stopped the therapy and drained water off from right side drain port. Then resumed the therapy and noted that the patient temperature was 0.8c from target temperature but would expect water temperature was higher with downward trend of 3 bars. Per call back in 20 minutes to check water temperature and patient temperature, the patient heart rate dropping with decrease in the patient temperature. So advised the nurse to discuss addition of blankets with extremities and head if allowed in protocol. Also discussed turning up room temperature patient was not on crrt (continuous renal replacement therapy). Nurse called back at 12:47 et stated that patient temperature was 31.9c, water temperature was 41.9c, flow rate was 2.7 l/m and only 1 bar trending downward. Nurse would call back if any changes or concerns. Per follow up via phone (B)(6) 2021, the nurse was unsure if therapy was able to be completed. Per follow up via phone (B)(6) 2021, nurse stated, the night nurse that took over therapy was not available and was unaware of the conclusion of therapy.